Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and an unknown mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and unknown mesh was implanted on (B)(6) 2009 in order to treat incontinence concurrently with a cystoscopy. It was reported that following insertion the patient experienced pain and urinary/bowel problems. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information was provided. (B)(4).